Event description:
Pt reported a shock while going through theft detector. The pt forgot to turn off the stimulator prior to going through the theft detector. Pt also reported problems while sitting on the ground at bus station, and while using mobile car battery charger. Pt noticed a return of symptoms; programmer indicated sys was off. A f/u report will be sent if add'l info is rec'd.

Manufacturer narrative:
No report of device explantation.